Event description:
It was reported that the patient's blood glucose levels reached 327 mg/dl while wearing the pod between 1 and 4 hours on the hip/buttocks. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.